Event description:
It was reported that patient had experienced withdrawal; had "withdrawal symptoms" for 16 hrs since mid-night of (B)(6) 2012. The pump was refilled as of the date of this report and they aspirated 4ml and had expected 3.4ml, which was within normal limits. It was stated that the patient was being supported with oral medication and they were contemplating a catheter dye study. The drugs delivered via the device were fentanyl and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk. (B)(4).

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk. (B)(4).